Event description:
A us distributor contacted zoll to report that a (B)(6) year old female patient passed away on (B)(6) 2015. On the day of passing, the lifevest detected an arrhythmia at 03:01:13, and patient was appropriately treated three times between 03:01:25 and 03:02:15. The post-shock rhythm of the first two treatments was ventricular fibrillation (vf). The post-shock rhythm of the third treatment was sinus bradycardia. The lifevest detected a second arrhythmia at 03:04:05, but review of the patient's downloaded data indicates the battery was removed during the treatment cycle. The patient's son reported that the lifevest began to alarm, and the patient was unable to get the alarms to stop. As he was talking to his mother on the phone trying to get the alarms to stop, his mother was treated. The patient's brother then got on the phone with his sister, who was trying to remove the battery when the lifevest shocked his mother again the response buttons were not pressed during the entire event.

Manufacturer narrative:
Monitor sn (B)(4) - 07/2012 (reuse). Electrode belt sn (B)(4) - 04/2013 (reuse). Monitor sn (B)(4) and electrode belt sn (B)(4) have not yet been returned to the manufacturer. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the event.